Event description:
The facility's technician reported fail code 807:04. The technician did not have information regarding whether the failure occurred during patient use or biomed testing or if there is anyone else baxter product surveillance can contact for additional information. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.